Manufacturer narrative:
Upon reciept of additional information, it was determined that a malfunction of same or similar product has not previously resulted in a serious injury to a patient. The event is no longer considered reportable and the initial report should be voided.

Event description:
Upon reciept of additional information, it was determined that a malfunction of same or similar product has not previously resulted in a serious injury to a patient. The event is no longer considered reportable and the initial report should be voided.

Manufacturer narrative:
(B)(4). Report source: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the label on the package and implant differed from the product standard. There were no consequences or impact to the patient and another liner was used to compete the procedure. It was reported that no further information is available.